Event description:
Related manufacturer reference number: 2017865-2023-36549. It was reported the patient presented for a leadless pacemaker (lp) implant. During positioning, at the first location, pacing impedance was low and capture threshold was high. They did not improve after some time, so the lp was repositioned to a new location. Upon screwing it into place and moving into tether mode, the lp prematurely released from the delivery catheter. The lp was attached to the tissue and had good numbers, so the lp remained implanted without further issue. The patient was stable.

Manufacturer narrative:
The reported event of spontaneous release was confirmed. As received, a complete catheter was returned with the tethers in misalign position consistent with procedural damage. X-ray examination found the release tether appeared to be slipped inside the tether screw. Dimensional analysis found bullet offset in aligned mode was out of specification. The cause of the reported event was due to slipped tether in the release screw.